Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.